Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the event history log review revealed no keystrokes, no device failure, malfunction, programming, use related or iipv events that would indicate and/or contribute to the reported problem. The sample analysis was not performed because the complaint was entered into the system after the device was received and routed for servicing. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was reported as cardiac arrest. At the time of death, the patient was connected to the homechoice device and using an unspecified baxter pd solution for the performance of the pd therapy. While the patient had been hospitalized prior to passing away, the patient had been discharged from the hospital on an unspecified date and passed away at home approximately two days after being discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was unknown if the patient was hospitalized at the time of death. It was unknown if therapy was ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.